Event description:
It was reported that the patient's blood glucose levels decreased to 50 mg/dl while wearing the pod on the abdomen. The patient woke up disoriented, loss consciousness and started convulsing. The patient's mother gave the patient grape juice and sugar and called an ambulance. The paramedics gave the patient glucose gel for treatment and transported the patient to the emergency room (ER). When the patient arrived to the ER, the patient was already feeling better and declined further tests or treatment. The pod was discarded.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.